Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-feb-2022 to 12- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system did not allow user to pull up patient's list during an emergency surgery. A technical support specialist dialed into the station and confirmed that the issue was not related to network, as the station was communicating at that time. He also confirmed that the station was set up to be connected to the network through wi-fi. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow anesthesiologist to pull up patient's list and narcotics during an emergency surgery. The customer added that the patient being able to pull from the device by using stock and not pulling under the patient's profile. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was communicating as intended. The reported issue could not be replicated. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow anesthesiologist to pull up patient's list and narcotics during an emergency surgery. The customer added that the patient being able to pull from the device by using stock and not pulling under the patient's profile. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.